Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.(B)(4).

Event description:
Covidien received information stating that while in use on a patient, and 840 ventilator display went blank. The patient was removed from the ventilator and manually ventilated with an ambu bag and then placed on an alternate ventilator. There was no negative patient outcome as a result of the event.